Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding the patient. The rep mentioned previously reported high impedances, and then reported that the patient has had another fall and felt a ¿pulling¿ in their back. The rep is meeting with the patient on the day of the report to evaluate whether the fall effected the system, and to rule out any possible migration. The rep ran impedance tests at 3v, and noted that contacts 06, and 16 were greater than 40,000 ohms. The rep also mentioned that the patient¿s implantable neurostimulator (ins) was off at the time the patient fell. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the cause of the patient falling and high impedances were unknown. No actions have been taken. The patient does not see their healthcare provider (hcp) currently, but was encouraged to see the hcp if pain persists. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient has a new pain in their shoulder from a fall. The patient also reported that the battery feels warm in the pocket. The patient feels warmth and has felt warmth while recharging, but now they feel warmth all the time in the pocket. When the patient fell, they fell directly on the ins. The rep was aware of a previous high impedance, but on the day f the call they found two more from 10k to greater than 40k ohms. None of the high impedance electrodes are used, and the patient gets good coverage. The healthcare provider (hcp) should evaluate the pocket warming sensation. It was reviewed that the patient could turn the therapy off for a couple of days, and if possible to determine is the pain or warmth in the pocket subsides. No further complications were reported or anticipated.